Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information provided, a definitive cause for the balloon rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported an unspecified armada balloon dilatation catheter (bdc) ruptured during the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.